Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged 1 patient sample generated discrepant results with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The patient sample generated a positive result for flu a on the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The same sample was retested on the same liat system which generated negative results for all 3 targets (sars-cov-2, flu a, flu b). The results were reported out to the patient and there was no harm or treatment indicated. Investigation of reagent kit lot 01214z did not find a product problem. The CT value generated on the positive result indicates the sample is at below or near the limit of detection of the test (lod).

Manufacturer narrative:
Investigation of reagent kit lot 01214z did not find a product problem. The CT value generated on the positive result indicates the sample is at below or near the limit of detection of the test (lod). (B)(4).